Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was difficult to press. Customer's blood glucose was 200 mg/dl. The customer applied more force to the wake button to resolve the issue. Reportedly, customer continued to use the pump for insulin therapy.